Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons are not responding. The customer¿s blood glucose level was 205 mg/dl. Customer stated that there insulin pump due to keypad not work to clear alarm and explain after care e-mail and online service and no further asst. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.